Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction. On october 28th, the medical safety officer, who have the medical license, reviewed as bellow. The mediastinitis might be serious injury and the patient might be required additional hospitalization. It was not denied that the olympus scope was associated with mediastinitis. In addition, it estimated that 2 intraprocedural (perforation, bleeding) events were serious injury and the events might occur at esophagus. It was not denied that the olympus scope was associated with the events.

Event description:
On october 26, olympus medical systems corp. (Omsc) received the literature " endoscopic recanalization of complete esophageal obstruction¿. The purpose of the literature was to assess the outcome of two different endoscopic techniques for lumen restoration in patients with complete esophageal obstruction (ceo). The decision to perform antegrade recanalization (group a) or card (group b) was based on the endoscopists¿ discretion. The procedure was performed using an endoscope (gif-1th190) in group a, and gif-xp180n, or gif-1hq190) in group b. In the literature, it was reported 2 cases of unintentional formation of a false lumen in group a as bellow. ¿in two out of six patients, antegrade recanalization led to unintentional formation of a false lumen, i.e., submucosal tunneling which was followed by the development of mediastinitis. Both patients recovered under conservative treatment with intravenous antibiotics and underwent successful recanalization via card after recovery.¿ in addition, in group a it was reported that 17 aphagia/dysphagia, 2 intraprocedural (perforation, bleeding) and 2 postprocedural (fever, postprocedural bleeding, mediastinitis) occurred. On october 28th, the medical safety officer, who have the medical license, reviewed as bellow. The mediastinitis might be serious injury and the patient might be required additional hospitalization. It was not denied that the olympus scope was associated with mediastinitis. In addition, it estimated that 2 intraprocedural (perforation, bleeding) events were serious injury and the events might occur at esophagus. It was not denied that the olympus scope was associated with the events. Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, 2 cases of mediastinitis and 2 intraprocedural (perforation, bleeding) events might be serious injury. This is the report regarding 2 cases of mediastinitis that may have required additional hospitalization and 2 intraprocedural (perforation, bleeding) events.